Manufacturer narrative:
The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. The device has a common device name of 80fpa and a 510k of k101677. This report represents all the info known by the rptr upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported no flow. The tubing set was to be used to deliver an unspecified volume of albumin. It was reported that the tubing set was primed with albumin, the secure lock male adapter was connected to the pt's IV access site, and the delivery was started. It was reported that the anesthetist squeezed the blood pump chamber in the tubing set to deliver the albumin. After an unspecified length of time in use, the customer contact reported a ball valve in the blood pump chamber was "stuck closed" and no flow was noted. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.